Manufacturer narrative:
Cine image review: still cine images from the account capture the lesion site in the left iliac common artery. The final two cine images capture what appears to be the dislodged assurant stent in the right iliac artery. However, as only still cine images of the event were provided by the account it cannot be confirmed how the stent dislodged.

Event description:
It was reported that the physician was attempting to use a assurant cobalt stent to treat a non calcified and non tortuous proximal left iliac common artery. No embolic protection was used. No damage noted to device packaging and no issues removing the device from the hoop tray. The device was prepped as per IFU with no issues noted. During the procedure, the device did not pass through a previously implanted stent. No resistance was encountered during advancement and no excessive force used. Stent dislodgement was reported to have occurred in the right iliac artery during cross over. The physician used a pta to expand the dislodged stent in the location of dislodgement and used another stent to treat the target lesion in the left iliac.